Event description:
It was reported to philips that the device wont recognize therapy cable or test load. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty processor pca. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The processor pca was replaced to resolve the reported issue and the device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device wont recognize therapy cable or test load. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device wont recognize therapy cable or test load. There was no patient involvement.